Event description:
Subject was doing well after discharge from the hospital. He had and reported a seizure at home three days after discharge from the dbs surgery and was brought to the emergency by the family. Subject has a base-line pre-tbi and pre-surgical history of seizures since childhood. These seizures were well controlled on medications (gabapentin, divalproex-depakote). The patient had stopped taking his depakote after discharge despite clear verbal and written instructions from the surgical and medical team to continue the medications in exactly the same fashion and dosage as before surgery. It is unclear why the patient and the family did not follow these instructions. The patient had two additional brief 2 minute gtc seizures shortly after arrival to the hospital which resolved with ativan. Patient was re-loaded with IV depakote and has had no further seizures or issues and is neurologically stable. A CT scan was performed and found to be stable and the incisions were dry and closed. The patient was admitted overnight for observation IV depakote administration. The seizure event is specifically a result of the patient stopping his medications post discharge despite clear verbal and written discharge summary indicating to continue the anti-seizure meds, the same as prior to the operation. The patient has had a long-term seizure disorder since childhood and prior to his tbi. The seizures are well controlled with medications. The patient was kept for observation and since the restart of his seizure medications he had not had any additional episodes. He was discharged home in a stable condition on (B)(6) 2011 and given verbal and written instructions to continue taking his medications.